Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested repair via replacement of the power management (pm) printed circuit board assembly (pcba). Repair is currently pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse later determined the replacement of the motor control (mc) pcba was required to resolve the issue instead of the pm pcba. The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.